Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: no images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during an aortic aneurysm procedure with multibranched endograft (cook), a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was to be implanted in the renal artery as a bridging stent. However, when the deployment line was pulled, the viabahn® device did not deploy. As reported, the line was stuck. The constrained viabahn® device was removed through the sheath with no issues. The physician reportedly used a non-gore device for the renal artery implantation. No adverse effects were reported beyond the procedure delay of about 10 minutes. The patient did not experience any adverse consequences.

Manufacturer narrative:
D9: fields were updated as specimen was returned for evaluation. Product investigation report: the primary reported failure mode, related to a failure to deploy, was not consistent with the engineering evaluation findings of an ability to continue deployment by inserting a guidewire and pulling from the knob. However, there were observations of a catheter kink, the device was returned in a bowstrung position, and the deployment knob was detached from the catheter. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, and/or anatomical interactions. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The cause for the other findings of a catheter kink and a bowstrung device could not be determined, but they are consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.